Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of leaking from a hole in the tubing was confirmed. Visual inspection revealed that the vinyl tubing had a slice cut approximately ½ inch above the male luer measuring 0.0955 inches long. Functional and pressure testing was performed; a leak was observed from the slice cut in the vinyl tubing. The cause of the leak was identified as a slice cut on the vinyl tubing. The root cause of the slice/cut was not identified but is consistent with damage of a box cutter or a sharp object being used to open the packaging.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that fluid was leaking from a hole in the tubing during an infusion of argatroban running at 16.7ml/h. The tubing was changed and a new dose was hung. No patient harm was reported.